Event description:
The facility representative reported a flogard infusion pump where the "clamp latch is broken". The event was reported to have occurred during delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem "clamp latch is broken" is confirmed in the sample evaluation. Service found the door latch broken off and the door latch frame where the latch is mounted cracked. The cause of the condition was not identified and there were no repairs performed to resolve the reported condition as this device was a stay in device. Should additional information become available, a follow-up medwatch will be submitted.